Event description:
In 2006, the patient reportedly experienced sound quality issues. The clinic made programming adjustments and monitored the patient. Testing showed that the device was functioning. In 2007, the patient's wife reported that the patient was hearing fairly well. Six months later, the company received the explanted device. According to information from the center, the patient decided to have his device explanted as he was no longer using the device.